Manufacturer narrative:
(B)(4).

Event description:
It was reported the device received an alert for upper out of range high voltage lead impedance back in 2011. A loose connection of the supraventricular lead pin or a lead fracture was considered as a possible cause. No further information is available.